Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned lead worked and passed all test. The cause of the reported event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on the lead. As such, surgical intervention took place where in the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective therapy was confirmed post op.